Event description:
It was reported though clinic note that the physician's vns computer was not working. Good faith attempts to obtain add'l info regarding the problem has been unsuccessful till date. The cause of problem is unk at this time.